Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a low voltage hazard/no external power event on (B)(6) 2020, while connected to the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu enabling the external backup battery for a short time until power was restored to the mpu. It cannot be discerned if power to the mpu was lost due to the connection with the mpu, the wall outlet, or interruption in power to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted. The log file 91221235.log contained approximately 18 days and 16 hours from (B)(6) 2020 to (B)(6) 2020, per the time stamps. A no external power alarm associated with a loss of ac power while the controller was connected to a mpu was recorded at 10:10 pm on (B)(6) 2020. No other atypical alarms were recorded in the remaining events and the controller operated the pump at the set speed throughout the log file. Requests for additional information about this event were made; however, at this time no response has been received. The cause of the reported event was unable to be conclusively determined. To date, the mobile power unit is not available for analysis. As result, this complaint will be closed accordantly. Heartmate ii patient handbook with mpu (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. Heartmate ii patient handbook covers all alarms (visual and audible), including the ¿no external power¿ alarm condition and the actions to take if the alarm cannot be resolved. Heartmate ii lvas instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.